Event description:
It was reported the patient's leads had migrated. The issue was confirmed via x-rays. Surgical intervention was undertaken on (B)(6) 2018 during which the existing lead was explanted and replaced. Postoperatively, the patient is reportedly receiving effective therapy.